Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent placement procedure, resistance was experienced while advancing the stent over the guidewire. The stent was unable to be deployed and was replaced with another polaris ultra ureteral stent. There were no complications to the patient, whose condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the stent was accordioned and kinked along the shaft, and the renal pigtail was slightly ripped at the tip end. A guidewire passed through the stent with some resistance. Procedural or clinical factors may have contributed to the event, including but not limited to interaction with other devices, handling of the device and the condition of the treated lesion.